Manufacturer narrative:
Date of event is approximated since unknown.

Event description:
It was reported a thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed at an unknown time. A watchman laa closure device was implanted. At the one year follow up, a thrombus was noted on the closure device. The patient was prescribed low molecular weight heparin and the thrombus resolved after one month. The patient was fine.